Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  they saw a power on reset (por) message during the call. The patient first noticed this message at least a month ago. The patient pressed ok and they were able to advance to the therapy screen. The patient saw that the ins charge level was 100% and they confirmed they were able to turn therapy on. Agent reviewed potential causes of por. The troubleshooting steps that were taken on the call resolved the issue.